Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that two xience v stents did not cross the lesion. The shaft of the third xience v separated while attempting to cross. The device was removed without issue. There were no reported pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.